Manufacturer narrative:
(B)(4). The device or applicable imaging studies have not been provided to medtronic for evaluation.

Event description:
It was reported by the patient's attorney that the patient underwent a tlif at l4-5, l5-s1 followed by decompression laminectomy and posterior spinal fusion with instrumentation at l3-s1. On (B)(6) 2009 the patient underwent removal of hardware, exploration of fusion, and additional posterior fusion with instrumentation at l3-4.

Event description:
It was reported in the patient's medical records that the patient underwent surgery on (B)(6) 2006 for tlif l4-5, l5-s1, decompression laminectomy, and posterior spinal fusion instrumented at l4-5-s1 and dynamic stabilization at l3-4 with dynamic rod. X-rays taken (B)(6) 2008 showed a right sided rod cable failure with anterolisthesis at l3-4. On (B)(6) 2009 the patient underwent a procedure for hardware removal and posterior spinal fusion at l3-4. Solid fusion was noted at l4-s1.